Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: on (B)(6) 2016 a male patient with previously repair in aorta underwent an endovascular procedure where a zta-p-46-179-w (complaint device) and a custom made branched device (cmd) was implanted. It was reported that on a CT scan from (B)(6) 2016 the overlap between the zta and the cmd was 0.4 mm , so almost no overlap. On a follow-up CT on (B)(6) 2017 the zta and cmd had separated. On (B)(6) 2017 the patient underwent resection of ischemic portion of sigmoid colon without anastomosis. Sma thrombectomy, left iliac to common hepatic and superior mesenteric artery (sma) bypass with 14x7 bifurcated hemashield gold graft, left sigmoid colectomy and cholecystectomy. On (B)(6) 2017 an exploratory laparotomy with left hemicolectomy was performed, the abdomen was left open and on (B)(6) 2017 an exploratory laparotomy where removal of five 12 x 12 surgical pads and placement of 5 new 16 x 16 surgical pads, 2 in the splenic bed, 2 immediately anterior to the pancreas in the retroperitoneum and 1 within the gallbladder fossa. It is reported that the patient expired on (B)(6) 2017. This complaint is related to wca complaint (B)(4) (branched cmd). Ctas and angiography from (B)(6) 2016 and to (B)(6) 2017 including pre-procedure, post-procedure and follow-up imaging, and procedural angiography packages were provided for the investigation. On the 4 days post-procedure cta of (B)(6) 2016 the following measurements was observed, the overlap between the zta and cmd was 46 mm. The maximum thoracic aortic aneurysm diameter was 64.5 mm. The angulation at the overlap was 17.4-degrees. On follow-up cta of (B)(6) 2017 the following measurements was observed, the overlap between the zta and cmd was on bias (0/7mm). Type 3a endoleak was observed, the maximum thoracic aortic aneurysm diameter was 73.1 mm and the angulation at the overlap was 44 .5. It was reported that on cta scan of (B)(6) 2016, 4 days post-procedure, there was a "near zero overlap". As per clinical assessment from post-procedure images of (B)(6) 2016 it is noted "I am assuming that it is the overlap between the cmd and the alpha grafts. However, on that CT scan of (B)(6) 2016, there is a definite overlap between those two components of at least 2 stents, so I¿m not sure what that initial comment refers to." Imaging from (B)(6) 2017 show "the overlap has gone, and there is marginal separation between the distal end of the alpha thoracic graft and the top end of the cmd, with a small type 3 endoleak from that region. The alpha device has become distorted and curved, in addition, there is some early compression of the coeliac bridging stent which gives the appearance that the cmd may have migrated distally, but only by a couple of millimetres." In the clinical assessment the imaging expert indicates ¿the cause of the movement is, I suspect, from both directions. The cmd may have migrated distally by a few millimetres, which could account for the compression of the coeliac stent origin. In addition, the alpha graft seems to have distorted, or bent, as the thoracic component of the aneurysm has become larger.¿ and "there appears to have been movement of the alpha graft as it curved sideways, and in addition, the cmd with no proximal fixation would only have been held in place by the four bridging stents, and looks to have migrated distally by a small amount. This distal migration of the cmd may in turn have contributed to the occlusion of the bridging stents, even without overt compression of the sma or renal stents, and unfortunately it was the abdominal ischaemia that led to the patient¿s demise." Per clinical assessment moderate amount of luminal thrombus within the alpha graft was found and an additional complaint was opened to address this. According to the cmd drawing the proximal end of the cmd is about 58 mm before the first fenestration, this only allow a 2 stents overlap between the cmd and zta. According to the instruction for use the minimum required amount of overlap between devices is three stents. Less than a three-stent overlap may result in endoleak (with or without component separation). Review of the device history record found that all discovered non-conformances were properly dispositioned before release and no indication that the device was produced outside of specification. Based on the information available in this complaint it is difficult to determine a single cause for the separation of the zta and cmd. It is possible that insufficient overlap at the junction between the two components and patient anatomy (large aneurysm and morphology changes) could have been contributing factors to the separation. In addition, according to the IFU, the zenith alpha graft is a two pieces cylindrical endovascular graft. The proximal component may be used independently or in combination with a distal component. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 13jan2022: (B)(6) 2016: zta and cmd implanted. (B)(6) 2017: CT reveal separation between zta and cmd.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer ref# (B)(4). Occupation: healthcare professional, but title is unknown. PMA/510(k): p140016. Investigation is still in progress.

Event description:
Description of event according to initial reporter: "component separation. Near zero overlap. Component separation" on (B)(6) 2017: resection of ischemic portion of sigmoid colon without anastomosis. Sma thrombectomy, left iliac to common hepatic and superior mesenteric artery (sma) bypass with 14x7 bifurcated hemashield gold graft, left sigmoid colectomy and cholecystectomy. On (B)(6) 2017: exploratory lap, left hemicolectomy, open abdomen. On (B)(6) 2017: exploratory laparotomy, removal of five 12 x 12 surgical pads and placement of 5 new 16 x 16 surgical packs, 2 in the splenic bed, 2 immediately anterior to the pancreas in the retroperitoneum, and 1 within the gallbladder fossa. Patient outcome: patient expired on (B)(6) 2017.